Event description:
International affiliate reports that while turning in the cement sleeve, the head of the viper mis cortical fixation fenestrated polyaxial screw separated from the screw shaft. The broken pieces of the screw were removed and another screw was inserted. There were no adverse consequences to the patient and no delay to the procedure. Although the viper mis cortical fixation fenestrated polyaxial screw has not been approved for market in the u.s., the assembly of the screw head to the screw shank is a similar feature of screws that have been approved for market in the u.s.

Manufacturer narrative:
Visual inspection of returned viper mis ti cortical fix fenestrated polyaxial screw found its tulip head, saddle, and screw head had become completely separated from one another. Some scratches are featured on the tulip head indicative of its use. Swage hole witness marks are present on the inside of the tulip head. Damage is also visible around the swage hole of the saddle, showing that force was needed to remove the saddle from its position. A review of the device history record found no discrepancies were observed during the manufacturing process. No issues were identified during the manufacturing and release of this product that could contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the product family found no other related complaints regarding screw heads coming off. A root cause cannot be determined from the sample and information provided. A potential root cause is an unanticipated amount of force being put on the screw while it was being inserted. No corrective and preventive action is necessary at this time as there has been no issue identified in the manufacture or release of this polyaxial screw. Therefore, this complaint will be closed with no further action required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.